Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system generated an alert for atrial arrythmia burden (aab) of at least 0.5 hours in a 24-hour period. Stored episodes showed false atrial tachycardia response (atr) detection due to farfield r-wave oversensing (ffrwos). Additionally, the presenting electrogram (egm) showed evidence of non-conducted atrial events. Review of atrial sensing parameters could be considered if appropriate for this patient. The system remains in service. No adverse patient effects were reported.